Event description:
Information was received indicating that there was an issue with the connection of the cassette to the pump. No adverse patient effects were reported.

Manufacturer narrative:
Foreign: (B)(6).